Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the long crack beginning from the top of the pump. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be return for analysis.